Event description:
A home patient (hp) contacted baxter's technical service center regarding the notation of a leak in the extension set tubing. The leak was noted in dwell 1 of the automated peritoneal dialysis therapy. Baxter's technical service center assisted the home patient in ending therapy early, and advised to setup with new supplies to complete therapy. Follow up with the hp indicated pt resumed therapy with new supplies and therapy was completed without incident. No patient injury or medical intervention was reported per hp.